Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient's scs device was removed at an unknown date. The reason for the removal was undetermined at this time.